Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has start up issue and froze at the 0:00 countdown screen. Later, the fse found that the system to be demounted within one week and no further service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.